Event description:
It was reported that a polarxfit catheter was selected for use. Before the end of the case, the echo graphic examination showed that pericardial effusion had accumulated, so drainage was performed. Furthermore, the physician stated there was a possibility that the right atrium was punctured during brockenbrough. The device is not expected to return for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.